Manufacturer narrative:
The investigation reproduced the customer's result with the patient's sample. Based on the results of the testing, the investigation determined the presence of an interfering factor to ru-label and with the f(ab¿)2 fragment in this sample. The rarely occurring event of the detected interfering factor is covered by a disclaimer in the section limitation - interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Event description:
There was an allegation of an implausible high and discrepant tsh elecsys e2g result from multiple cobas e 801 analytical units. The tsh result was 16.0 mu/l with normal ft3 and ft4 results. The sample was repeated several times the next day and the results were all 16 -17 mu/l. On (B)(6) 2023, the tsh results were 19.0 uiu/ml and 18.8 u/iu/ml. The questionable result was reported outside of the laboratory. The medical doctor in charge did not trust the result and requested retesting with another manufacturer¿s tsh assay. The same sample was tested with siemens tsh and the result was <0.01 mu/l. The serial numbers of the involved cobas e801 analyzers were (B)(4).

Manufacturer narrative:
A sample from the patient was submitted for investigation.